Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty approximately twenty years ago. Subsequently, a revision procedure occurred on (B)(6) 2015 due to wear of the polyethylene acetabular liner. The acetabular cup, liner and modular head were removed and replaced with competitor acetabular components and a biomet head.

Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.